Manufacturer narrative:
Pump received with normal operating currents. No unexpected failed battery test alarm, battery out limit alarm, weak battery alarm, bad battery alarm noted. Motor error alarm during basic occlusion test and unable to prime during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call that battery longevity in insulin pump was very short. It was reported that battery lasted one or two days. Customer reported to receive an off no power without any warning. Customer's blood glucose was 142 mg/dl. Alarm history showed bad battery, weak battery, battery out limit alarm, motor error alarm, and low reservoir alarm. Customer was advised that insulin pump would need to be replaced.